Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir.

Event description:
Customer reported that the keypad on the insulin pump was unresponsive. Customer's blood glucose reading at the time of the call was 270 mg/dl. Nothing further was reported.